Event description:
Spontaneous call from lpn from md office reported the whisperject autoinjector from mylan has stopped working. Md is aware. They called in new prescription to pharmacy. It is unknown if patient missed any doses due to defective device or if they had any adverse events. It is unknown if pt still has defective device on hand for return. No further information. Whisperject is an autoinjector device to administer glatiramer. Unknown lot number/expiration. Reported to (B)(6) by: health professional.